Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that an infusion of cladribine was noted to have leaked less than 15ml on the floor by the pump from the texium connector. The texium connector was removed and the clabribine infused without leaking. There was no patient harm.